Event description:
It was reported that an external fluid leak was observed from the effluent line pressure sensor of a prismaflex oxiris set during priming. There was no patient involvement. No additional information provided.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Oxiris has been temporarily approved for use in the us under emergency use authorization eua (B)(4). With a specific indication to treat patients with covid-19 infection.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An air leak test was performed and a leak was observed at the effluent pod. Further visual inspection showed that the pod membrane is not correctly assembled. The reported condition was verified. The cause of the condition is supplier manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.